Event description:
Additional information was provided that the device was later explanted due to a patient upgrade and was returned for analysis.

Event description:
--

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) had an intrinsic heart rate of 42-44 beats per minute (bpm). It was questioned how this device was programmed. Technical services (ts) stated the programming was unknown; however, that it was not uncommon for defibrillators to be programmed to a lower rate limit (lrl) of 40 bpm if the patient was not pacemaker dependent. Ts suggested to contact the physician to confirm lrl programming. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.